Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment regarding the battery door separated from the case. The output connector assembly was confirmed also to be broken. Hanger assembly was contaminated. Error 820 occurred two times, main printed circuit board (pcb) was out of specification electrical. Hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery door was separated from the case on an external pulse generator (epg). The device was returned for repair. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.